Event description:
Patient had a bad reaction to taltz and went to the ER twice. Rph called pt and lm to discuss, left msg for pt to return call with details. No further information is available at this time. Patient does not want to fill this medication at this time and stated he wanted us to "hold off" filling until he says otherwise. Dose or amount: taltz 80 mg. Frequency: 80 mg every 4 weeks. Route: sq. Dates of use: (B)(6) 2017 to unk. Diagnosis or reason for use: psoriasis.